Manufacturer narrative:
Patient weight is unknown. Implant and explant dates are not applicable since product was never placed and not removed. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure, dropped from implant driver.